Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sionblue, guide catheter: 7f heartrail jl4sh. Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. The difficulty deploying the device and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the proximal left anterior descending artery that had no tortuosity, moderate calcification and was 90% stenosed. Pre-dilatation was performed and the 3.0 x 18 mm xience alpine was advanced to the lesion location without resistance; however, the balloon ruptured at 9 atmospheres during the first inflation. The xience alpine stent was deployed; however, it was not fully apposed to the vessel wall and when removing the stent delivery system, there was slight resistance with the deployed stent. Additional dilatation was then performed with a balloon catheter to fully appose the stent to the vessel wall. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.